Event description:
A representative reported a healthcare provider was able to aspirate the reservoir, but they were unable to fill it. They stated that the aspirated amount was close to what was expected, and it had a hue to it, but only 15 ml could be pushed into the 20 ml pump. The 15 ml¿s were pulled back out. An attempt to aspirate air was made, and a few cc¿s of air were aspirated. The patient had not been exposed to a scuba or hyperbaric environment. The pump was noted to not be ¿too deep¿. The representative indicated that the ¿filter was mis-threaded on the syringe side at one point¿. A new filter was used and the issue resolved. They noted that the filter that was misthreaded and on at the time of difficulty was (B)(4). The medication used within the system was unknown. The representative later reported that the patient was doing well, but they had their daily dose titrated upward on (B)(6) 2013 with ¿better pain relief in mind¿.

Manufacturer narrative:
Concomitant medical products: product ID: 8551, lot# cs2032, product type: accessory. (B)(4).